Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) jammed on expansion and failed to eject while in use for lower extremity stenting, femoral artery blockage. Hemostasis was achieved through manual compression. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was not verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and a cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug fell out of the exoseal vcd shaft, and the indicator wire was still visible. One non-sterile exoseal vascular closure device (5f), involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. A non-cordis sheath was returned inserted on the received unit. Finally, the indicator window was in the black/white/red position. During this visual analysis, it was observed that even though the deployment lever was already depressed, the plug remained partially deployed on the delivery shaft. A dimensional analysis of the delivery shaft's inner diameter was conducted on the received unit using a pin gauge measurement. The result obtained was within specification. The functional deployment simulation could not be performed, as the unit was received with the deployment lever already depressed and could not be reset. It was verified that the indicator spring was pushing the lock-out plate back, and no anomalies were observed. Per microscopic analysis, a high-magnification evaluation was conducted to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. Also, the sheath returned with the device was confirmed to be the adequate french size. The reported events of ¿plug-inaccurate placement¿ and ¿indicator wire-unable to retract¿ were not observed through analysis of the returned device since the plug was still connected to the delivery shaft and since the indicator wire was received retracted. However, the condition of the returned device shows that a ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ condition occurred instead as the plug was noted to be partially deployed with the deployment button depressed. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported inability to deploy the plug from the device. However, as the dimensional analysis of the ID was within spec and there were no anomalies noted to the internal components, it is possible that the plug was prematurely swollen within the delivery shaft, which can occur due to procedural factors. However, the reported event of the non-retracted indicator wire could not be determined as the device was received with the indicator wire retracted with no issues noted to the internal mechanism. Although, it is unknown if the device was manipulated after the procedure. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) jammed on expansion and failed to eject while in use for lower extremity stenting, femoral artery blockage. Hemostasis was achieved through manual compression. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was not verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and a cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug fell out of the exoseal vcd shaft, and the indicator wire was still visible. The device was returned for evaluation. Per the product evaluation, the device was received with the deployment lever depressed and the plug partially deployed.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) jammed on expansion and failed to eject while in use for lower extremity stenting, femoral artery blockage. There was no reported patient injury. The operator is a professionally trained and mature operator. The device was returned for evaluation.